Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from final investigation. Updated fields: h6 and h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, and h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering image due to dents on the connector pin and a cracked a rubber glue. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope presented a flickering image during an unspecified colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.